Event description:
Procedure: low anterior resection. According to the reporter: the system stapler-loading unit did not close correctly. The stapler and loading-unit were exchanged with new ones but, when activated, the staples were not correctly formed. A third stapler was used with two new loading units, with the same result. To complete the surgery, the rectal stump was over-sewn by single stitches. The surgeon performed 20 cm sigma resection and terminal colostomy.

Manufacturer narrative:
Initial report sent to FDA on 10/20/2009.